Manufacturer narrative:
The reported complaint was confirmed. This stock was 100% inspected and no more cannula were found with this issue. An add'l visual check has since been put in place to help ensure that this error does not occur again. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, one of the cannulae has the tip and the connector on the wrong end. The product was changed out. The surgical procedure was completed successfully. There was no blood loss and no adverse consequences to the pt.